Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported the piercing pin of tubing set punctured a blood container. The tubing set was to be used to deliver an unspecified volume of leukocyte poor reduced red blood cells, at an unspecified rate, via a plum pump. At an unspecified time, the customer contact reported that the nurse inserted the piercing pin of the tubing set into the administration port of the blood container. After an unspecified length of time, it was reported that the nurse noted that the piercing pin had punctured the blood container at an unspecified location. No specific details were provided. The customer contact reported that a replacement container of blood was obtained and the therapy was initiated. There were no reported adverse pt effects and no reported delay in therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.